Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted in another manufacturer's device for the treatment of a type ia endoleak during the endovascular treatment of a 74 mm abdominal aortic aneurysm. The aortic diameter at the distal end of the proximal neck was 26 mm with a 15 mm visual neck. 10 endoanchors were successfully implanted in the physician's opinion, however, a type ia endoleak remained at the end of the procedure. It was reported that approximately 3.5 years post index procedure, a type ia endoleak and aneurysm expansion due to the endoleak were observed. A re-intervention procedure was performed to treat the type ia endoleak and aneurysm enlargement during which another manufactures aortic cuff was and the event was resolved. It was reported that during the reintervention procedure an iliac extension and 6 bare metal stents were also implanted for the treatment of another manufacturer's stent graft migration between the endograft main body and the iliac limb. It was reported that the cause of the type ia endoleak was deemed related to the endograft device. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Additional information was received for this case: per the physician the migration and limb separation was present before the endoanchors were implanted and thus not related to heli-fx. The aneurysm grew 9mm between the first treatment CT and the CT before re-intervention. If information is provided in the future, a supplemental report will be issued.